Event description:
The customer reported the incident as follows: all available units were in use when it was determined that this pt needed use of an iabp. A call was made and the co rep brought a loaner unit to the facility. Approx 1.5 hours later, the physician arrived to connect the pt to the unit. After a half-hour of therapy, the loaner unit "seized" (stopped running). A half-hour later, another unit arrived from another facility and the pt was switched to it and therapy was continued. The next day the pt expired.